Event description:
It was reported that patient presented for scheduled implant procedure. During the procedure, it was noted that the patient had sustained bleeding due to procedural complications which was able to eventually be mitigated. Post-procedure, in the procedure room it was noted that the newly implanted implantable cardiac monitor (icm) was in reset mode due to electrocautery used. Programming changes were made to the successfully implanted device. The patient was in stable condition.